Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker reached end of life (eol), however, the gas gauge showed less than half a year. Boston scientific technical services (ts) then stated that the pacemaker was no longer pacing as eol rate was fifty pulses per minute. Moreover, this pacemaker battery had recovered enough to show less than half a year. This pacemaker was explanted. Additional information was received indicating that the pacemaker will not be returned as the hospital will keep it. No additional adverse patient effects were reported.